Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the left outer thigh on (B)(6) 2017 using coolsmooth applicator, to the right outer thigh on (B)(6) 2017 using coolcurve, to the banana lines on (B)(6) 2017 using coolcurve, and to the inner thighs on (B)(6) 2017 using coolfit, who developed paradoxical hyperplasia (pah/ph) on an unknown date post-treatment, and was diagnosed on (B)(6) 2018. (B)(6).

Manufacturer narrative:
Corrected data: h.7, h.9 this MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the the left outer thigh on (B)(6)2017 using coolsmooth applicator, to the right outer thigh on (B)(6)2017 using coolcurve, to the banana lines on (B)(6)2017 using coolcurve, and to the inner thighs on (B)(6)2017 using coolfit, who developed paradoxical hyperplasia (pah/ph) on an unknown date post-treatment, and was diagnosed on (B)(6)2018.(B)(6).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the the left outer thigh on (B)(6) 2017 using coolsmooth applicator, to the right outer thigh on (B)(6) 2017 using coolcurve, to the banana lines on (B)(6) 2017 using coolcurve, and to the inner thighs on 05sep2017 using coolfit, who developed paradoxical hyperplasia (pah/ph) on an unknown date post-treatment, and was diagnosed on (B)(6) 2018. (B)(6).

Manufacturer narrative:
Additional narrative required. This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.